Event description:
It was reported that the balloon of an small volume 2.5ml/h folfusor burst. This occurred during filling of the device with unknown chemotherapy drugs. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.